Manufacturer narrative:
All buttons function properly. However corroded keypad traces noted during visual inspection. No button error alarms noted. Cracked reservoir tube lip, cracked display window and cracked case near display window corners during visual inspection. Pump was monitored. Al l operating currents tested ok. No unexpected weak battery alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 114 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.